Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction bolus was not calculating as expected. During troubleshooting with tandem technical support (cts), the pump was calculating correction boluses as expected. Blood glucose level was 117 mg/dl. Cts reviewed the pump data logs and found that the pump was operating as expected. Reportedly the customer continued to use the pump for insulin therapy.